Event description:
The patient¿s mother reported the patient was experiencing pain while wearing the pod on their hip/buttocks between 5 and 24 hours. It was reported that the patient had a skin reaction and their blood glucose levels were raised but the mother does not recall the values at the time. The mother further stated this reaction did not necessarily come from the pod itself since they have been having these reactions for about a year now. The patient had an appointment at the hospital to identify the issue. A biopsy was performed and they did not determine what was causing it or provide a diagnosis. The patient¿s symptoms include bubbles on their skin, swelling, pain, itchy, and hot. The patient was taken to the (B)(6)). The mother does not recall the doctor's name. The patient was prescribed antibiotic cream called "fludroxycortide". A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.